Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that display issue occurred. The target lesion was located in the left anterior descending artery. A rotablator rotational atherectomy system console was selected for use. During the procedure, it was noted that rpm was not showing on the display. The procedure was completed with a cutting balloon. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console and the foot pedal were returned. A visual examination of the returned device revealed missing s/n label, broken seal, scratches and corrosion in the connectors. By using the returned console and the foot pedal the unit was not displaying the stall and the rpm lights on the rotation speed rpm display. A known (gold) foot pedal then was used and the same failure reoccurred. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
It was reported that display issue occurred. The target lesion was located in the left anterior descending artery. A rotablator rotational atherectomy system console was selected for use. During the procedure, it was noted that rpm was not showing on the display. The procedure was completed with a cutting balloon. No patient complications reported.